Manufacturer narrative:
The technician found the rivets and the shoulder screw were missing. He replaced the rivets and shoulder screw to repair the stretcher.

Event description:
Info received indicates the right siderail wouldn't say up.